Manufacturer narrative:
The insulin pump passed displacement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer also reported fluid under the lcd. The device will be returned for analysis.